Manufacturer narrative:
One used company stent in a container filled with liquid was received, for the reported issues of explanted, due to recall. The returned sample was visual inspected. And was found to be non-conforming as the stent was covered with surgical debris. Surgical debris was tried to be removed, and it was noted, that the full stent was returned with no signs of damage. Even though, no lot number was identified with this complaint. Our products are processed and released according to the product¿s acceptance criteria. The returned stent confirms, the entire stent was explanted. However sufficient clinical data was not received, for why the stent was explanted. And no lot information is available. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical tech reported that the micro stent was explanted. Additional information was requested and received.